Event description:
The physician noticed a flattened section on the neuron upon opening the package. The physician opened another package and completed the case.

Manufacturer narrative:
Technical evaluation: the device was returned in a biohazard bag although there was no evidence of its being used. The device showed flattened sections 1 cm from the tip, 5 cm from the tip and 8.5 cm from the tip. Conclusion: the flattened section may have occurred during labeling and packaging process at penumbra. The DHR for this manufacturing lot was reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l12230) and sub-assembly (B)(4) (lot# l12010). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12230) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The DHR review of sub-assembly (B)(4) lot# l12010) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. Ncr 569 was issued for the sub-assembly lot for large od of the markerband, the lot has been sorted and (B)(4) unit was scraped. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.